Event description:
In 2009, after the birth of my third child, I opted to have the essure birth control devices implanted. My ob/gyn performed the procedure in his office with no issues. I had the confirmation test performed at the required three month mark and the test showed that both tubes were completely blocked and back up birth control was discontinued. In (B)(6) 2012 I missed a period and took a home pregnancy test. It came back positive. Given that I have essure, I waited a week and then took a second home pregnancy test. After that one also came back positive. I contacted my ob/gyn who performed a vaginal ultrasound on (B)(6) 2012 and confirmed that I was indeed 8 weeks and 6 days pregnant.